Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported during the trial the trials leads became displaced and the patient reported a loss of pain relief. The trial leads were removed as an intervention and the event was considered resolved without sequelae. The etiology was related to the device or therapy and not related to the implant procedure. Patient indication for use is non-malignant pain.